Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection with sepsis. Additional information indicated that during system extraction, the physician could not extract this rv lead so this lead was explanted several days after pulse generator explant. No additional adverse patient effects were reported.